Event description:
It was reported that during the implantation of the intraocular lens, (iol) some particles were observed. The doctor thinks that the inserter and the filling of the inserters with amvisc plus caused the particles. The patient underwent a secondary procedure to remove the particles, the date of the secondary procedure is unknown. The patient, and serial number of the lens is unknown at this time.

Manufacturer narrative:
Date of birth: unknown; sex: unknown; date of event: unknown; serial number: unknown; expiration date: unknown; implant date: unknown; if explanted, give date: n/a (not applicable) the lens was not explanted. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.